Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, false pause episodes due to implantable cardiac monitor positional changes were observed. Device undersensing was noted. Programming changes were discussed. No intervention was reported. The patient was stable throughout.